Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node (dn). The pulse wire heat shrink separated in the distribution node, causing the pulse wire to short with the dn pca. The root cause for the separated heat shrink could not be positively identified. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The electrode belt malfunction did not contribute to the patient's injury.

Event description:
A us distributor reported that the patient had developed an open, oozing irritation under her breasts. The patient's doctor prescribed two different creams for the irritation, and advised that a wound dressing be changed daily. During a follow-up the patient's nurse reported that there had been some improvement to the patient's irritation. The patient's electrode belt was replaced for an issue unrelated to the patient's skin irritation. Upon receipt the patient's electrode belt failed incoming functionality testing.